Event description:
According to the reporter, one week to ten days following anastomosis thru a laparoscopic procedure, the anvil wheel and suture that was put by the anesthesiologist was found in the patient's esophagus through a chest computed tomography (CT) scan. To removed the device, the surgeon had to used a gastrointestinal (gi) scoped. It was also noted that there will be an additional operation performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.